Event description:
It was reported that the stimulator was not working properly since a fall that occurred approximately seven weeks prior to the report. The patient lost her balance and fell over the end table. The patient got up, but fell again. It was further indicated that, since the fall, the therapy was not working properly. It was confirmed that the patient tried using the patient programmer and recharging the implant. It was noted that the implant was charged and, the next morning, it worked for 2 hours and then stopped. The interventions and patient outcome remains unknown. However, follow-up was conducted to obtain the information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4), product type recharger product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient had no stimulation sensation. The implantable neurostimulator (ins) had not been working properly and she wasn¿t feeling stimulation. Since the patient fell on september 21st she had not been satisfied with therapy. It was noted she had not been back to her healthcare provider (hcp) since the fall. She had checked the ins with the patient programmer (pp) to make sure her stimulation was turned on and tried to increase stimulation but she didn¿t feel anything. It was noted the patient did continue to keep her device charged up.